Event description:
An account stated that the foot end upper frame separated from the foot support frame, and fell to the base pan.

Manufacturer narrative:
Upon inspection, it was determined that the anti sway collars that attach the support tube to the frame of the stretcher had been removed. The hosp staff did not know how or when the collars were removed. The bed was located in maintenance, when the incident occurred, and there was no pt involvement.